Event description:
A left shoulder procedure was performed using the oratec electrothermal arthroscopy system. It was reported that the paitent received a burn to collagen cells in the left shoulder as well as the axillary nerve. No further information is forthcoming.